Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. The complaint breathing circuit is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the heater wire pins of an rt225 infant bias flow breathing circuit were split.

Event description:
A distributor in (B)(6) reported that the heater wire pins of an rt225 infant bias flow breathing circuit were split.

Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. Method: the returned complaint breathing circuit was visually inspected and performance tested. Results: the right heater wire pin of the inspiratory limb of the circuit was bent and split and full insertion of the heater wire adaptor was not possible. A lot check revealed no other complaints for the lot number provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).